Event description:
It was reported that the patient went out to ride a horse and was found beside the animal unconscious. CPR was given until an ambulance arrived. The patient was said to have a rhythm with a broad qrs. The patient was placed on extracorporeal membrane oxygenation when arriving in the ICU. The patient was unconscious at that time and heart rhythm was stable normal sinus rhythm. The patient is now stable. It was later reported that the device and lead were explanted and patient upgraded to a dual chamber system. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went out to ride a horse and was found beside the animal unconscious. CPR was given until an ambulance arrived. The patient was said to have a rhythm with a broad qrs. The patient was placed on extracorporeal membrane oxygenation when arriving in the ICU. The patient was unconscious at that time and heart rhythm was stable normal sinus rhythm. The patient is now stable. It was later reported that the device and lead were explanted and patient was upgraded to a dual chamber system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went out to ride a horse and was found beside the animal unconscious. CPR was given until an ambulance arrived. The patient was said to have a rhythm with a broad qrs. The patient was placed on extracorporeal membrane oxygenation when arriving in the ICU. The patient was unconscious at that time and heart rhythm was normal sinus rhythm. The patient is now stable. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Oversensing - multiple short v-v sensed events of < 220 ms are observed on the (B)(4) 2010. (5 episodes nst, 2 episodes vf).